Manufacturer narrative:
A steris service technician spoke with the user facility and advised them to perform a leak test prior to his arrival onsite. The user facility confirmed the unit was not passing the leak test. The customer cancelled the service ticket as the sterilizer is not under steris contract. The facility fixed the leak rate and the bi passed. However, the customer requested a steris technician inspect the unit to ensure proper calibration. The technician arrived onsite to calibrate the unit; a leak test and a dart test were completed successfully. The unit was returned to specifications and confirmed operational. While on site, the technician was also able to confirm that all of the instruments subject of the reported event were not used in a medical procedure.

Event description:
The user facility reported a failed biological indicator (non-steris brand) during a processing cycle. All but one item was recalled. None of the items involved were used in medical procedures. No injuries to hospital staff or patients reported. No procedural delays or cancellations.

Manufacturer narrative:
This event is under further investigation; a follow-up report will be filed when additional details become available.